Event description:
User facility reported that following a novasure ablation in "early in december 2008", the physician performed a laparoscopic tubal ligation. At this time he noted the outside of the uterus was "blanched white". During follow-up in late 2008, the physician reported the novasure ablation was uneventful. Post novasure he saw a "linear white blanching... Of the serosa at the top of the fundus for the majority of the distance between the 2 cornuas. There were no known bowel or other thermal injuries noted." Additionally, the physician reported "the patient has done well for several weeks following the procedure".

Manufacturer narrative:
Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller as identification numbers were not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system.